Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "luer lock separated from the dilator, and could not advance the catheter". Additional information states that the iab catheter was removed and a replacement was attempted. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported "luer lock separated from the dilator, and could not advance the catheter". Additional information states that the iab catheter was removed and a replacement was attempted. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab insertion difficulty is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.